Event description:
Hcp reported per annual device tracking report pt experienced "erosion and infection of pump" follow-up with hcp revealed the primary location of the infection was the device pocket. The device pocket cultured positive for pseudomonas aeruginosa. The pt was treated with intervenous and oral antibiotics and total device system explant. The infection has resolved. Pt risks was malnutrition/extremely thin.